Event description:
Information was received that the patient's generator has been replaced due to prophylactic reason and the device was discarded and thus not received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient is doing better overall since last vns adjustments and had been free of seizures for several weeks until a few weeks ago when the patient noted 3 days of very mild partial seizures that were much less severe than prior episodes and no reported falls. The vns was checked and it was seen the battery status was at 11-25% and thus has been referred for replacement. No additional relevant information has been received. No surgical intervention has been reported to date.